Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: moisture corrosion is observed in the battery canister and on the battery cap. The leak test failed due a battery compartment leak. Ez-prime¿ steps were performed correctly, all current reading are within specification reported ¿short battery life¿ complaint is not duplicated. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.